Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b7, h6 health effect clinical code. Corrected: d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Patient felt popping noise in the left hip, with left hip pain. Since that time felt a large crack, snap and pop in the left region. Squeaking sound in the last 3-4 yrs, pain radiates down the side of her leg to the knee. Marked trochanteric, minimal lumbar and medial joint tenderness. Occasional cracking at the left hip. Lots of bursitis, left hip pseudotumor and debridement. She ambulates with an antalgic semi trendelenburg gait. When walking, her knee hurts pain over the lateral aspect of the hip. Doi: (B)(6) 2007. Dor: (B)(6) 2024. Affected area: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Event description:
Litigation records received. Left failed metal on metal tha with severe osteolysis and metallosis. Pain limiting mobility, decreased strength, balance, dizziness, fatigue. Decreased use of arms for pushing/pulling, impaired trunk control associated with metallosis resulting in soft tissue destruction. High levels of chromium and cobalt. Black villiform tissue emanating from the posterior hip capsule. Posterior femoral neck was visible through the tissue consistent with capsular destruction. Subfascial flaps were developed. Gluteus medius was also destroyed. Significant etching of the posterior aspect of the femoral neck, reducing the neck diameter to 50%. Metal debris on the femur, metal-stained tissue from behind the acetabulum, multiple cultures obtained. Capsular tissue was aggressively debrided of any black devitalized tissue.

Manufacturer narrative:
Product complaint # (B)(4). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.